Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a missing reservoir retainer, a missing reservoir tube o-ring, a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window. Analysis was unable to perform the displacement test due to the missing retainer.

Event description:
Customer reported that the reservoir connection ring is cracked. Blood glucose level is unknown. The device will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.